Event description:
During a pci/stenting procedure, the quantum maverick monorail balloon ruptured at 16 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified, 99% stenotic lesion in the mid rca. The dr was using the quantum maverick monorail balloon to post dilate a cypher stent. The balloon ruptured at 16 atms. No pt injuries or complications were reported. Pt status is listed as "good."